Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that it used to take about 30 minutes to charge their implant and now it took an hour and 20 minutes. The patient said that the issue had been going on for weeks at least this long and had been getting a little bit longer over a period of time. The agent asked if the patient has had any adjustments made to their stimulation and the patient said no. The patient also mentioned that they had an abbott urinary stimulator put on and that lasted for a week and that timing was about the same as when the manufacturer's device started taking longer to charge. The patient confirmed that they were able to connect and charge like normal, and it was just taking a while. The patient started a charging session on the call and reported that their implant was at 80% and they were getting excellent connection. The patient then reported that the charge went from 80% to 90% very quickly. The patient mentioned during the call that they seldom put a pillow behind them and they didn't use the belt and they push against the recharger less than 5% of the time. It didn't disconnect during the charging period. The agent reviewed with the patient that on average from 0% to full it should take about an hour. The agent advised the patient to monitor charging and to have their healthcare provider (hcp) check recharging logs to see how coupling was when the patient was charging. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.